Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. The power supply board and the battery were found to be defective and were sent back to brézins for further investigation. This complaint manages the defective battery and the defective power supply board is managed. During internal tests, the battery was found completely empty. The device is not designed to recharge an empty battery. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event, with a too long storage time without recharging as described in the IFU. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: error 17/54 battery defective. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.